Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high number of sensing integrity counter (sic) oversensing episodes and ventricular high rate events due to noise. It was noted that the r wave was low. The rv lead remains in use. No patient complications have been reported as a result of this event.